Manufacturer narrative:
Unit received with unresponsive buttons due to corroded lcd board. Unable to perform any test due to unresponsive buttons. Unable to verify battery out limit alarms or display ramping on its own anomaly due to unresponsive buttons. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 110 or 112 mg/dl and a sensor glucose level of 54 mg/dl. The customer also reported that the insulin pump had an unknown alarm and the keypad became unresponsive. Customer reported that this occurred after he exposed the device to water. Customer also stated that the insulin pump had a battery out limit. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.